Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that baxter does not have reporting responsibility for this product code. The initial MDR was created in error.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Once the evaluation results are available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that a nurse found a leakage from the filter of the interlink IV set with filter during patient use. There was no patient injury. No additional information is available.